Event description:
It was reported that a patient undergoing deep brain stimulation (dbs) therapy experienced tissue erosion on the left side of the head, reportedly associated with use of a continuous positive airway pressure (CPAP) mask. The patient subsequently underwent a wound revision procedure. No further information was available at the time of the report.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional applicable product codes: nhl, pjs.

Event description:
It was reported that a patient undergoing deep brain stimulation (dbs) therapy experienced tissue erosion on the left side of the head, reportedly associated with use of a continuous positive airway pressure (CPAP) mask. The patient subsequently underwent a wound revision procedure. No further information was available at the time of the report. Additional information was received that the patient was doing well postoperatively. Additional information was received that the patient underwent an explant procedure and is doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a patient undergoing deep brain stimulation (dbs) therapy experienced tissue erosion on the left side of the head, reportedly associated with use of a continuous positive airway pressure (CPAP) mask. The patient subsequently underwent a wound revision procedure. No further information was available at the time of the report. Additional information was received that the patient was doing well postoperatively.